Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the adhesive did not adhere well to the skin and the cannula detached from the infusion site on the arm after approximately 25-36 hours of pod wear, leading to the patient¿s blood glucose levels to increase above 13.9 mmol/l (250 mg/dl). The patient applied a new pod and successfully resumed therapy. No medical intervention was reported.